Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had the image that shows red sparkling flickering effects. The event occurred during set up. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the endoscopic image cannot be displayed a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction the image shows red sparkling flickering effects (similar to fluttering or interference) was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined, because cable unit is twisted, the endoscopic image cannot be displayed, the issue was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.